Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had experienced breakthrough seizures. Later, the patient's device was interrogated and high impedance was observed. X-rays were ordered and the patient was referred for revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that x-rays were taken. The patient then had underwent surgery in which the pin was un-inserted and re-inserted. This corrected the high impedance. The generator was replaced anyways.